Manufacturer narrative:
(B)(4). Concomitant medical products: 110027734 compr vrs glen pps min tpr adr 814280. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause determined to be a distribution error as the incorrect product was pulled for shipment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. [Mw5072343.pdf].

Event description:
It was reported on maude report that the outside of the package had the correct patient name. The inside of the box and the implant were for a different patient. No additional patient consequences were reported. This caused a delay of surgery greater than 30 minutes

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.